Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number (B)(4) and file ID (B)(4). Unable to determine the root cause. Insulin pump was received with scratched case, cracked retainer, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that they received a software error detected alarm. The customer¿s blood glucose was not given. No troubleshooting was performed. The pump will be returned for analysis.